Event description:
During declotting of right arm dialysis graft, the balloon tip of the fogarty catheter separated from the catheter and remained in the patient's graft remaining inflated, after the catheter was removed. The physician deflated the balloon with a needle yet was unable to retrieve it.